Event description:
Medtronic received information that on the same day as the implant of this transcatheter bioprosthetic valve, following the procedure, motor aphasia and hemiplegia in the right upper limb was observed. A multiple cerebral infarction involving the left frontal lobe was noted, and the patient was hospitalized. Approximately 2 weeks later, the patient tested positive for covid-19 and entered isolation. One week after the start of isolation, the isolation was canceled due to a decreased activities of daily living status. The patient was transferred to rehabilitation. Approximately 3 months later it was noted that the majority of symptoms had recovered during rehabilitation, with the exception of aphasia. No additional adverse patient effects were reported.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.